Event description:
It was reported that during a sleeve gastrectomy procedure, the reloads suture line has opened and provoked a leak at the gastric antrum. The surgeon made a manual suture to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 08/10/2012. What is the name of the facility where the surgery was performed? (B)(6). What device was used with both reloads for this procedure? Ec60a. What adverse event occurred to the patient? Fistula into the antrum through the stomach. How was the patient impacted? Severely - after 3 months, the patient remains admitted. What was the original date of the procedure? (B)(6) 2012. The form states that the problem date was (B)(6) 2012 and the event date in line item (B)(4) states the event date was (B)(6) 2012. Please clarify. There was a mistake in the transcription . The date of the surgery was (B)(6) 2012. Were malformed staples present after the firing? 1d y 2 b. On what tissue type was the device used? Gastric at what location on the tissue? D at the antrus and b at the center . Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 6th & 7th. If echelon, during which stroke did the event occur? Not significant what other color cartridges were used before and after this event? D & a (golden and blue). Was buttressing material utilized? If so, which product? Pds3.0. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Bleeding and staples malformation, reason for manual suture. At the third day, there was another intervention due to a filtration not directed by the drain. Antral location of the fistula . In the middle of the suture line of the golden staple (not overlapping) the analysis results showed that an ecr60d and one ecr60b cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. Photograph received: based on the photographic evidence presented it could not be determined a definitive root cause. However the staple forms that could be observed are consistent with tissue thickness / compressibility falling outside the selected staple cartridge specification limits. Note: no root cause could be identified based on the photographic evidence.